Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed the x-stage cover was bent. The cover was reshaped. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported the x-stage cover was bent and grinding. This issue was noted outside of a procedure, and there was no patient involvement.